Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. D4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled? Suture sewing. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. A manufacturing record evaluation was performed for the finished device ec45a with lot number 151d55; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pulmonary lobectomy procedure, it was observed that the staples were malformed after firing the device. They used suture sewing to control the bleeding and completed the surgery. However, they noted air leakage after the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. D4: batch #unk. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a display with tissue being intervened by two devices and some b-formed staples could be seen on the tissue however, one of the staples on the tissue could be seen with an opened leg. Please refer the instructions for use: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. Based on the photo reviewed the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications.